Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of poor image was not confirmed. In addition to the image failure finding during evaluation, the additional evaluation findings are as follows: buckling (twisting) of the cable part, looseness of cable part, poor watertightness due to cable damage, corrosion of electrical contacts on connector, head part free lock lever corrosion, and head scope mount corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the camera head was inspected before use and had a poor image. The intended therapeutic procedure was completed. There were no reports of patient harm. During evaluation of the returned device, it was found that there was an image failure and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record cannot be confirmed since the device in question was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred because a communication failure occurred due to a cable failure. It is likely that the cable failure was caused by immersion from a scratched part. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.